Event description:
Ref imp report #1419652-2013-00106.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by the MFR (B)(4) on behalf of the importer (B)(4). Additional information will be provided following the conclusion of the MFR's investigation.